Event description:
It was reported by the patient's implant surgeon that the apical coring knife did not evenly cut the apex. It appeared only half of the coring knife was sharp. It was confirmed that there was no delay in surgery or adverse patient impact as a result of the dull coring knife. A scalpel was used to complete the coring process.

Manufacturer narrative:
Manufacturer's investigation conclusion:evaluation of the returned coring knife, serial number (B)(6), could not confirm the reported events of uneven cutting and a lack of complete sharpness. A specific cause for the reported events could not be conclusively determined through this evaluation.the coring knife and handle were returned loose in a plastic jar. The protective caps were not returned. Small areas of rust were present on the blade end, consistent with fluid contact during the implant surgery. The knife otherwise appeared unremarkable upon visual inspection. Microscopic inspection revealed no notable damage or defect. A cut test was performed with the returned coring knife and a polyurethane foam sheet. The knife was able to cut through this material without issue, comparable to a control knife. Review of the coring knife manufacturing documentation found no deviations from manufacturing or quality specifications. These inspections include a cut test and visual inspection of the knife edge under magnification. The knife passed all testing and inspection. A corrective action/preventive action (CAPA) investigation was opened to further investigate issues related to the coring knife not being able to cut.the relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications.the current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU is currently available. Chapter 1, "introduction", lists the apical coring knife as an optional component for device implantation. Chapter 5, ¿surgical procedures¿, provides information on preparing and handling the coring knife. This chapter also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.